Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during procedure, ventilation didn't went like normal. Despite placement of dlt went well, immediately patient was not ventilated enough. They checked everything but they didn't found the cause. With the fiber they saw an obstructed, narrow area in the tube. They started internal procedure: intermittente apneu. The ventilation was very difficult during the whole procedure". The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "during procedure, ventilation didn't went like normal. Despite placement of dlt went well, immediately patient was not ventilated enough. They checked everything but they didn't found the cause. With the fiber they saw an obstructed, narrow area in the tube. They started internal procedure: intermittent apneu. The ventilation was very difficult during the whole procedure". The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of obstructed/narrow area in tube was confirmed upon the investigation of the returned sample and the customer supplied photos. The tubes were investigated for any obstruction by using bronchial lumen ID go gauge and no blockage was found in the inner lumen of angular connector blue (bronchial), however the gauge was stuck and unable to glide through the inner lumen of angular connector white (tracheal) due to blockage. The inner lumen was further inspected using magnification camera after cross section made, it was observed that the inner lumen at angular connector white (tracheal) where their adaptor was collapsed and was blocking the main lumen. A device history record review was performed, and no relevant findings were identified. The root cause of this complaint has been determined as manufacturing related and further investigation has been initiated under teleflex's quality system by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only. Additionally added the brand name of the device.

Event description:
It was reported that "during procedure, ventilation didn't went like normal. Despite placement of dlt went well, immediately patient was not ventilated enough. They checked everything but they didn't found the cause. With the fiber they saw an obstructed, narrow area in the tube. They started internal procedure: intermittente apneu. The ventilation was very difficult during the whole procedure". The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.